Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. In previous report, section b5 was incorrect. Correct b5 should be - the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged particles in the device, nausea, lightheaded. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found water ingress inside the p4 dc and a discoloration around the p4. An internal visual inspection of the device was completed by the manufacturer and found discoloration and unknown contaminant on top enclosure, ui panel, iso port panel, side panel, bottom en- closure, dust and unknown contaminant observed between bottom enclosure and side panel, and on the bottom enclosure, liquid ingress and mineral deposit was observed on the blower and the blower box. The manufacturer also received humidifier and an internal inspection completede by the manufacturer and found an unknown contaminant was observed on the humidifier bottom assembly, heater plate, heater plate o-ring, dry box seal, dry box assembly and flip lid enclosure. The manufacturer found evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 7 errors. The manufacturer concludes contamination found were consistent with unknown contaminant on top enclosure, ui panel, iso port panel, side panel, bottom en- closure, dust and unknown contaminant observed between bottom enclosure and side panel, and on the bottom enclosure, humidifier bottom assembly, heater plate, heater plate o-ring, dry box seal, dry box assembly and flip lid enclosure. The manufacturer also conclude water ingress consistent with inside the p4 dc, blower and the blower box. The manufacturer concludes there was evidence of sound abatement foam degradation.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an issue related to a device's sound abatement foam. However, the device previously reported is a humidifier which does not contain sound abatement foam. This report has been updated to reflect the associated base device as the suspect medical device in section d.

Event description:
The manufacturer received information alleging an issue related to a device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.